Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was re-turned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "wire separated when placing through the blue insertion tool." Additional information received and the customer confirmed the wire was kinked and provided a photo of the damage. There was no patient involvement. No patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "wire separated when placing through the blue insertion tool." Additional information received and the customer confirmed the wire was kinked and provided a photo of the damage. There was no patient involvement. No patient harm or injury.